Event description:
Reporter indicated that the pt underwent generator replacement due to high lead impedance reading indicating possible device malfucntion or lead/generator connection problem. During the surgery, neurosurgeon opened the generator incision site, removed the generator from the pocket and detached it from the bipolar lead. Neurosurgeon did not identify any abnormalities with the pulse generator. Neurosurgeon then cleaned off the lead pins and inserted them into a new pulse generator. Device diagnostic testing was within normal limits, indicating proper device function. Neurosurgeon then placed the new pulse generator into the pocket and closed the wound. The pt was brought to the recovery room in excellent condition. Further follow-up revealed that the pt is doing okay. X-rays taken after generator replacement surgery was reviewed by neurosurgeon. No discontinuities in the ncp system were noted via x-ray. Device diagnostic testing performed at office visit following generator replacement surgery was within normal limits, indicating proper device function. Neurosurgeon indicated that the pt has been experiencing good seizure control.